Manufacturer narrative:
It is highly recommended to have an alternate backup system available. Investigation is on-going. A supplemental report will be submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
Siemens became aware of an incident with the mobilett mira max mobile x-ray unit. A newborn in fragile state of health was being imaged on the device. After the first image was taken and a lateral image was about to be performed, the system displayed an error message; the examination could not be completed on the concerned unit. However, it was not necessary to use a backup system as the user was able to make diagnosis using the first image. No lasting impairment of the newborn was communicated; however, the user was concerned about delay of the procedure. The reported incident occurred in (B)(6).

Manufacturer narrative:
The investigation of the provided log files showed that the error 62/81 ("fw mismatch between d812 and d832") occurred only once and was not reproducible. Investigating the data from installed base related to the mentioned issue does not indicate a systematic issue. The affected boards d812 and d832 have been requested for a detailed investigation. According to the information received, the user did not accept replacement of the boards as the system software was reinstalled (B)(6), 2022, and the reported issue has not reoccurred. Therefore, a detailed root cause analysis could not be performed. However, siemens recommended to replace both boards d812 and d832. According to the experts, this type of problem may have been caused by a timeout issue from components, which handle the communication between both boards. The described issue is not known as a systematic or general problem.